Event description:
Customer reportedly obtained results of 391mg/dl, 147mg/dl, 105mg/dl, and, 107mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.